Event description:
During a call in 2000 involving a pt, the crew kept getting a "pads off" message. They switched to a physio unit and il showed the pt was in asystole. The pt was pronounced. Back at the station, the unit was tested with the same cables used on the call. The adapter cable, 920650 was determined to be non functional.